Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused prostate cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 25, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that they had prostate cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed a brownish dust like contaminant on the front panel. Several abrasive like scratches are observed on the top enclosure, across the keypad. A dust like contaminant along with a hair like fiber was observed underneath the flip doors. A brownish contaminant was found on the iso port of the rear panel. (Internal) a very small amount of dust like material was found on the top/bottom enclosures. A whitish dust like contaminant on the blower cap seal. A keratin like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to directly address the patients symptoms and there was no evidence of sound abatement foam degradation. Sections d8, d9, h2, h3, h6 has been updated in this report.